Event description:
Bone cement was opened to the field. All prep was completed correctly by the surgical tech. Surgeon noticed bone cement was hardening rapidly. Typically, the bone cement doesn't harden as fast as it did in this case (simplex p hardened under 9 minutes). Due to the cement hardening faster than usual, it caused the case to go over time. Surgeon had to remove some of the cement to correctly place the implants. Surgeon stated, "the cement opened was a bad batch."